Event description:
It was reported that particulate matter was observed inside an intravia 150ml empty container. The particulate matter was said to be 1cm in length and "cloudy" in color. The container was filled with fluorouracil. This observation was made after the container was filled and prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4) . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.